Event description:
After removing the extension from the catheter, the distal end of the extension was broken into parts. The tip of extension was stuck in the catheter very hard. The metal screw could not be found anymore. The product was properly inspected and prepped. There was no excessive force used to attach the extension onto the catheter. There were no anomalies with the device seen during the procedure. There was no mishandling of the product. The event occurred during initial use of the product. The target lesion location is unknown although it was successfully treated. Pressure used is unk. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.